Manufacturer narrative:
It was reported that after insertion of the urinary catheter, the cap of the urine meter was identified to have broken off. The urinary catheter was removed and replaced. No further incident was reported to the manufacturer. There was no impact or adverse effect to the patient or to the patient's stability related to the reported product issue. The sample involved in the reported incident was returned to the manufacturer for evaluation. Visual inspection confirmed the broken urine meter cap. The inner stem was found to be broken relatively flush with the top of the twist valve, suggesting it had broken off entirely from the urine meter connection point. There was no noted adhesive failure between the twist valve and inner stem and no defect or damage was apparent on the remainder of the sample. Based on the condition of the received sample it is suspected that a blunt force to the twist valve led to the component breaking off. Due to the reported need for medical intervention to remove and replace the urinary catheter, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that after insertion of the urinary catheter, the cap of the urine meter was identified to have broken off. The urinary catheter was removed and replaced.